Manufacturer narrative:
(B)(4).the device was received for evaluation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. External/internal inspection was performed and passed. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed rite testing. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Upon conclusion of the investigation, the cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The registered nurse (rn) reported that the cause of patient¿s death was unknown. The patient was not hospitalized prior to death and it was reported that an autopsy was not performed. The rn reported that the patient did not have any issues with the homechoice (hc) cycler previously. The caregiver (cg) informed the rn that they saw the patient dead in the recliner at home and not connected to the hc device at the time of death. The cg stated that the patient usually had the pd therapy daily in the night, however, the supplies were found in a separate room at the time of the death. The patient was last seen by the cg, a day prior to the event of death and it was unknown if the therapy was ongoing until the time of the death. Additional information was requested but was not available at this time.